Event description:
Account alleged a patient fell out of the bed. Account did not give a clear description of what happened when the alleged incident occurred. Account only stated that patient fell and broke her hip.

Manufacturer narrative:
The hill-rom investigation indicated all siderails along with the entire bed was checked. No issues or malfunctions were found.